Event description:
A customer observed imprecise glue results while running proficiency samples on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no evidence of pt harm as a result of this event.